Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received with the needle button retracted and the needle release unused with the tab not folded over. The root cause of the complaint could be determined as the complaint was confirmed.

Event description:
The patient stated that she had 2 v-go 20 devices where the needle button released on its own.